Event description:
On (B)(6) 2010, patient reported she was loading a newly filled insulin cartridge into the infusion device and somehow the plunger became stuck on the piston rod and spilled an entire cartridge of insulin inside of the infusion device. Patient stated as soon as she saw what was happening she ran to the sink and poured the insulin out of the infusion device cartridge compartment into the sink and it does not appear wet at this time. Patient reported the plunger was still stuck on the piston rod. Explained how to move the piston rod to 0 for easier removal; patient was able to do this during the call and remove the plunger. Educated her on proper removal of the cartridge. Educated her on proper insertion of the cartridge by attaching the adapter and tubing to the cartridge first and then inserting it all as one piece. Assisted her to reset the piston rod, insert a new cartridge and prime the infusion set. The infusion device is working correctly at this time. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.